Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: shell irregularities. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with two 375cc mentor memorygel breast implants and experienced a rupture on the left side and mentioned shell irregularities on the right side post-operatively, which was diagnosed during surgery. Dried blood inside of the implant was reported. The patient underwent explantation on (B)(6) 2022. This report is for the right side device.

Manufacturer narrative:
On may 26, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sm mpp gel 375cc breast implant had a crease/fold on the posterior view and a tear was found within the crease/fold, measuring approximately 0.2 cm. In addition, red material was noticed inside of the implant, consistently with the reported by the customer. The diffusion of this material inside of the implant could have been caused by the rupture found. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 03, 2022, mentor received additional information regarding the patient's diagnosis. It was reported that the patient had breast atrophy and breast asymmetry. Deformity/disfigurement (e2308) code has been added in section h6 health effect - clinical code. Manufacturer¿s reference number: (B)(4).